Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Mfg site eval: samples received: 12 unopened racepacks. There are previous complaints of this code batch. There are no units on OEM stock. We have received 12 closed samples, one of them with the needle detached from the thread and the thread is still wound on the pack. Tested and needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: initiated at OEM.